Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent a revision procedure due to air in the system throughout the entire device and had been working well since the initial implant around 5 years ago with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the time of revision there were no visible leaks observed. The patient recovered following the procedure.